Event description:
It was reported that a replacement blanket that was positioned under the patient showed significant water imbibition with frost. It was reported that there is seepage at the level of the blanket tubes.

Manufacturer narrative:
Added UDI number and manufacturing date.

Event description:
It was reported that the altrix blanket was leaking and that the patient suffered a skin injury.

Manufacturer narrative:
As a result of this report for a skin injury to the patient, a review of information including photos identified that the water temperature was set at 33 c during therapy. Furthermore, the altrix unit was confirmed to be functioning correctly. Based on the photos and discussion between a stryker engineering manager, customer quality engineer, and a senior staff medical science liaison, it was determined that the patient injury was likely a result of excessive compression force from the blanket. For the issue of fluid leaking onto the patient support surface, it was determined that this was likely due to a broken/damaged blanket assembly. However, this could not be confirmed as the product was discarded prior to being evaluated by a stryker representative.

Event description:
It was reported that the altrix blanket was leaking and that the patient suffered a skin injury.